Event description:
Additional information: it was reported that the patient was doing fine after revision and that the leads would not be sent back.

Event description:
It was reported that a patient was not getting good therapy. The leads may be in the wrong location. The patient was reported to have had multiple revisions. It was unclear how many revisions the patient had. Refer to manufacturer report # 3004209178-2009-06238 for one revision on record that reporter may have referred to. An impedance check showed that some unipolar pairs were greater than 2 ,000 ohms. Both sides had an open circuit. One lead had contact #0 over 2,000 ohms, while the other lead had many contacts greater than 2,000 ohms. Breaks in the leads were seen on a CT scan. Since leads were broken, a battery longevity test was not possible. It was reported that the extension was down in the patient's neck. The patient's device had been off for 6 months. On (B)(6) 2012, it was reported that a bilateral lead revision had been performed. Both leads were explanted and replaced with new leads. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 7482a40 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type extension; product ID, 7482a40 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type extension; product ID 7438 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type programmer, patient; product ID, 3389s-40, lot# v166791, serial#, implanted: 2009 (B)(6), explanted: product type lead; product ID, 3389s-40, lot# v166791 serial#, implanted: 2009 (B)(6), explanted: product type lead. (B)(4).